Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Was any deficiency or anomaly of the mesh found during initial procedure? If yes, please describe it. When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Please provide a date and surgical findings of mesh excision procedure? What is physician¿s opinion as to the etiology of or contributing factors to this vaginal exposure and adherent stone formation event? What is the patient's current status? Other relevant patient history/concomitant medications product code and lot number? Will product be returned? If yes, please provide a return date, tracking information? What does the surgeon believe the etiology of the stony material attached to the mesh is?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. After the procedure, the mesh in vagina exposed and the patient also experienced adherent stone formation. The excision of exposed mesh was performed under general anesthesia. The patient also experienced sexual dysfunction. Additional information has been requested.